Manufacturer narrative:
Cassette lot #: v2102b604kr1, exp date 06//21/2022, cassette UDI #: (B)(4). Cassette lot #: v2102b605k, exp date 08/23/2022, cassette UDI #: (B)(4).

Event description:
In (B)(6), client tested positive on mesa accula and negative on a confirmatory lab-based pcr. Client tested negative on subsequent mesa accula tests until recently (about 1 month from initial positive mesa result) when they tested positive again. Lab based pcr was also positive this time. No adverse event occurred. The used devices were not returned to the manufacturer, but devices manufacture and qc results from the same lots were evaluated with no issues. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.